Event description:
It has been reported that pts need assistance in activating/raising the footrest, in reclining the back, and in returning the footrest from elevated to starting position. The rptr claims to have an increase in recliner-related falls as a result.

Manufacturer narrative:
Investigation is underway. A f/u report will be submitted if add'l info becomes available.